Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level that ranged from 21-22 mg/dl. The customer was taken to the emergency room (ER) by paramedics. Prior to going to the ER, the customer administered a glucagon injection in attempt to resolve the reported issue. Customer was treated with zofran for nausea while in the ER and was released from the ER 2 hours later with no permanent damage. The cause of the reported issue was unknown. A system check was performed by tandem technical support and determined that the pump functioned as intended.